Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) levels following an independent supply change. A normal meal announcement was made. The user changed their infusion site again the following morning. Ems was called, and the user was hospitalized with a peak bg of 690[?]mg/dl. Treatment included intravenous insulin, dextrose, and potassium. The user experienced vomiting and remained hospitalized but later resumed use of the ilet.